Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider," ¿if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death,¿ and it advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.¿

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). At 2:58 pm the pod was deactivated. She went to the (B)(6) hospital with bg (blood glucose) reading at 654 mg/dl with the hospital's meter and it read high > 500 mg/dl) with the pdm's meter. She was given 6 to 8 bags of fluids, 23 units of insulin and was placed on an insulin drip.

Manufacturer narrative:
The returned product was evaluated and no malfunction was identified. The returned product was evaluated and no malfunction was identified. During inspection, an air bubble was noted in the insulin reservoir. The cause of the air bubble could not be determined.the omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."